Event description:
The following was reported: "visualized in the package as broken tubing just proximal to the reservoir."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp jr. Kit in open original package. Kit was not used. Pediatric tubing was completely broken from solvent bond joint with sample site. Cross surfaces of broken tubing ends were uneven and rough. (B) (4).